Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. Cause was not known. Reportedly the customer fell, vomited and required assistance walking. A correction bolus was delivered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. It was also reported that the customer administered a correction bolus that resulted in the customer's blood glucose (bg) level subsequently decreased to 40 mg/dl. No additional patient or event information was available.